Manufacturer narrative:
H2 follow-up type; corrected information; 'additional information' should've been selected in supplemental MDR #1.

Event description:
Product analysis of the suspect product was completed. No anomalies were found on the generator. The suspected high impedance issue occurring with the generator was not confirmed in the pa lab.

Manufacturer narrative:
H3 - code 02: the device is currently undergoing product analysis.

Event description:
The suspect device has been received and is undergoing product analysis.

Event description:
It was reported that during the patient's battery replacement; high impedance was observed once the new generator was connected to the patient's leads. Troubleshooting was attempted, including multiple pin re-insertion attempts and flushing of the area, but high impedance was still observed. It was reported that the surgeon tried connecting the patient's explanted generator back to the leads and observed normal impedance. A new generator was opened and implanted in the patient, and impedance with the new generator was within normal limits. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.